Event description:
It was reported while unloading a patient from the ambulance at the hospital, the stretcher began tipping to the right before the stretcher reached the safety hook. The stretcher continued tipping and lowered from the ambulance with the head end catching on the bumper and the foot end resting on the ground. The patient remained restrained on the stretcher and did not contact the ground. It was alleged the patient sustained small scrapes on her hand and bicep as a result of the incident. The patient was removed from the stretcher and transport into the hospital was completed in a wheelchair. An evaluation of the stretcher was conducted by the customer upon return to the station and the safety catch was found to be working as it should. It was determined the incident was a result of unintentional use error. The customer reported additional use training was provided to the medics involved in the incident.